Manufacturer narrative:
Device evaluation is not necessary and will provide no additional value to the investigation since the cause of the event is not related to the functionality of the device.

Event description:
It was reported that the patient developed an infection around the generator post-vns implant surgery. The patient was treated with antibiotics and had the area drained. The manufacturing records for the implanted lead and generator were reviewed and verified both devices were sterilized prior to distribution. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.